Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported an intracapsular rupture of the right device discovered by ultrasound. The device has been explanted with a complete capsulectomy and replaced.

Event description:
A healthcare professional reported an intracapsular rupture of the right device discovered by ultrasound. The device has been explanted with a complete capsulectomy and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, d6a, d9, h3, h6.

Event description:
A healthcare professional reported an intracapsular rupture of the right device discovered by ultrasound. The device has been explanted with a complete capsulectomy and replaced with a non-allergan implant.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on october 03, 2022. With lot number mcghan-220. Based on the device analysis grid, the assessments of the complaint are:¿ rupture: the device has no opening. Additional observations: ¿ red particles in the gel.¿ deformation observed.no further actions are required as the device was implanted.